Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with the heavily calcified lesion, such that the balloon ruptured upon the first inflation at 10atm which is below the rated burst pressure (rbp). Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. Without the product to examine, a definitive cause for the reported balloon rupture could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery with mild tortuosity and heavy calcification. Pre-dilatation was performed with a 1.5 x 12 mini trek balloon. Additional dilatation was performed with the 2.0 x 15 mini trek; however, the balloon ruptured during the first inflation of 10 atmospheres, for 20 seconds. A non-abbott balloon was used for further dilatation, and a xience stent was implanted to successfully complete the procedure. There were no adverse patient effects reported. No additional information was provided.